Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side ¿capsular contracture¿, baker grade unknown. Device remains implanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Additional, corrected, and/or changed data: d.6., g.3., g.4.

Event description:
Patient reported right side ¿capsular contracture¿, baker grade unknown. Device remains implanted.